Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode during a routine follow-up. It is noted that the patient is not pacemaker dependent. The device revision procedure has been scheduled at a near future date. At this time, device currently remains in service and no adverse patient effects were reported. The device is expected to be returned once revised.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode during a routine follow-up. It is noted that the patient is not pacemaker dependent. The device revision procedure has been scheduled at a near future date. At this time, device currently remains in service and no adverse patient effects were reported. The device is expected to be returned once revised.

Manufacturer narrative:
During investigation, it was found that the complaint was opened for the incorrect model/serial number. The correct model/serial number is (B)(6). The reporting is already captured under a different complaint record and will be reported accordingly. Section d4 (model/serial number) has been corrected.